Event description:
It was reported to philips that the allura system's generator was failing. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported there was generator failure. The quote was not accepted by the customer and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.